Manufacturer narrative:
The device was returned to the MFR for eval. Based on the investigation details, the back pawl, bushings and rod assembly were worn, causing metal shavings to come out of the device. The affected parts were replaced, further preventative maintenance was performed, and the device was returned to the account.

Event description:
It was reported that during an in-service at the account, metal shavings came out of the device when the plunger was pulled back. There was no pt involvement and no allegation of adverse consequences associated with this event.